Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), polymenorrhoea ('5 episodes of menstruations within 1 month'), asthenia ('asthenia, bedridden in (B)(6) 2017 for 1 month') and ankylosing spondylitis ('pre existing ankylosing spondylitis reappeared after essure procedure') in a 40-year-old female patient who had essure (batch no. C88125-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain of extremities (inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)) in 2015, lumbar pain (required several infiltrations) in 2014, abortion in 2013, hormonal contraception (caused hot flashes and weight gain), uterine cramps (under iud) and anxiodepressive syndrome. Previously administered products included for ankylosing spondylitis: antiinflammatory; for contraception: iud nos; for an unreported indication: antidepressant. Past adverse reactions to the above products included genital haemorrhage with iud nos. Concurrent conditions included ankylosing spondylitis (axial et peripheral pain, diagnosis of very probable ankylosing spondylitis, diagnosed in 2015) since 2015, chronic lumbago (chronic) since 2000, fiessinger-leroy-reiter syndrome (with right ankle arthritis and repeated urinary tract infections) since 1999, fibromyalgia and smoker (20 cigarettes/day). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced sacroiliitis ("sacroiliitis") with myalgia, 2 months after insertion of essure. In 2015, the patient experienced headache ("headaches during menstruations"), fibromyalgia ("muscular pain, legs pain, fibromyalgia") and inflammatory pain ("inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)"). In (B)(6) 2015, the patient experienced asthenia (seriousness criterion medically significant). In 2016, the patient experienced fatigue ("extreme fatigue during menstruations"), ankylosing spondylitis (seriousness criterion hospitalization) and neck pain ("neck pain"). In (B)(6) 2016, the patient experienced polymenorrhoea (seriousness criterion intervention required). On (B)(6) 2017, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2017, the patient experienced menstruation delayed ("amenorrhea for 2 months"), lasting 2 months and experienced oligomenorrhoea ("spaniomenorrhea"). On (B)(6) 2018, the patient experienced endometriosis ("peritoneal endometriosis / some foci of endometriosis") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2018, the patient experienced depression ("severe depressive disorder/ depressive syndrome worsened after essure removal"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("intense dysmenorrhea"), musculoskeletal stiffness ("stiff neck"), muscle spasms ("cramps / cramps in legs"), sciatica ("sciatica pains"), pyrexia ("fever"), chills ("chills / night-time shivers") and sleep disorder ("sleep disorder"). The patient was hospitalized on (B)(6) 2016. The patient was treated with amitriptyline hydrochloride (laroxyl), candesartan cilexetil (cartex), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), infliximab (inflectra), infliximab (remicade), ketoprofen (ketum), lorazepam, paracetamol (doliprane), prazepam (lysanxia), secukinumab (cosentyx), thiocolchicoside, tramadol, zolpidem and surgery (essure removal via total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2019, the headache and pyrexia had resolved. In (B)(6) 2019, the depression had resolved. At the time of the report, the pelvic pain, menstruation delayed, muscle spasms, inflammatory pain and chills had resolved, the polymenorrhoea, menstruation irregular, dysmenorrhoea, menometrorrhagia, oligomenorrhoea, endometriosis, adenomyosis, fatigue, neck pain, musculoskeletal stiffness, sacroiliitis, sciatica and sleep disorder outcome was unknown, the asthenia and fibromyalgia had not resolved and the ankylosing spondylitis was resolving. The reporter considered adenomyosis, ankylosing spondylitis, asthenia, chills, depression, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, headache, inflammatory pain, menometrorrhagia, menstruation delayed, menstruation irregular, muscle spasms, musculoskeletal stiffness, neck pain, oligomenorrhoea, pelvic pain, polymenorrhoea, pyrexia, sacroiliitis, sciatica and sleep disorder to be related to essure. The reporter commented: patient was switched to essure due to adverse events under hormonal contraception and iud use. Date of insertion is discrepant (B)(6) 2015 or (B)(6) 2015). After essure procedure pre-existing ankylosing spondylitis reappeared. Irregular menstruations, sciatica pains and stiff neck. During summer 2016, important asthenia and neck pain, muscular pains, legs pain. Extreme fatigue during menstruations. Patient hospitalized on (B)(6) 2016: diagnosis of fibromyalgia and ankylosing spondylitis confirmed. In (B)(6) 2016, 5 episodes of menstruations within 1 month. In 2017, amenorrhea for 2 months followed by spaniomenorrhea. In 2017, anti-tumor necrosis factor treatment stopped due to extreme asthenia, muscular pain, right ankle effusion and lumbar pains. Asthenia throughout the month of (B)(6) 2017, patient bedridden for 1 month. On (B)(6) 2018, removal of essure implants: total hysterectomy with bilateral salpingectomy. After removal of essure, fever, chills and headaches stopped. On (B)(6) 2018: psychiatrist diagnosed a severe depressive disorder, patient declared disabled. Her depressive syndrome worsened after removal of essure. Pelvic MRI performed on (B)(6) 2018 showed endometriotic cyst measuring 13 mm on left ovary. Expert assessment as per follow-up of (B)(6) 2021: physical state of the patient while she had essure: cervical pain, lumbar pain, cramps, asthenia, headaches, anxio-depressive syndrome, menometrorrhagia. Some events were already present before essure insertion (cf. Medical history described above). There is no causality between essure insertion and the symptoms and disorders reported by the patient. The lawyer also reported that the pain disappeared gradually after the essure was removed. The onset date of muscular pain was received: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: signs of bilateral sacroiliitis. Hysteroscopy - on (B)(6) 2015: 3 trailing coils seen on right and 1 trailing coil seen on left side. Magnetic resonance imaging - on an unknown date: left ovarian cyst reduced (9 mm) and posterior one disappeared; on (B)(6) 2016: no sign of active inflammatory sacroiliitis; on (B)(6) 2018: 13 mm left ovarian cyst and posterior cyst. Pathology test - on (B)(6) 2018: a few lesions of superficial adenomyosis and some foci of endometriosis. Radioisotope scan - in (B)(6) 2016: ankylosing spondylitis disappeared according to scintigraphy, probable fibromyalgia. Ultrasound pelvis - on (B)(6) 2017: ultrasound was performed due to occurrence of menometrorrhagia, did not show adenomyosis. X-ray - on (B)(6) 2016: lumbar scoliosis. Bilateral sacroiliitis; on (B)(6) 2017: essure implants in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2021: the onset date of muscular pain and headache were received, the outcome of muscular spasms and pain were updated to recovered/resolved, the stop date of depression and treatment drug (for ankylosing spondylitis) added. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('irregular menstruation'), asthenia ('asthenia, bedridden in (B)(6) 2017 for 1 month'), ankylosing spondylitis ('pre existing ankylosing spondylitis reappeared after essure procedure') and depression ('severe depressive disorder') in a 40-year-old female patient who had essure (batch no. C88125-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankylosing spondylitis (diagnosed in 2015) in 2015, pain of extremities (inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)) in 2015, abortion in 2013, fibromyalgia, hormonal contraception (caused hot flashes and weight gain) and uterine cramps (under iud). Previously administered products included for contraception: iud nos. Past adverse reactions to the above products included genital haemorrhage with iud nos. Concurrent conditions included chronic lumbago (chronic) since 2000, fiessinger-leroy-reiter syndrome (with right ankle arthritis and repeated urinary tract infections) since 1999 and tobacco poisoning (20 cigarettes/day). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced inflammatory pain ("inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)") and fibromyalgia ("muscular pain, legs pain, fibromyalgia"). In (B)(6) 2015, the patient experienced asthenia (seriousness criterion medically significant). In 2016, the patient experienced ankylosing spondylitis (seriousness criterion hospitalization), fatigue ("extreme fatigue during menstruations") and neck pain ("neck pain"). In december 2016, the patient experienced polymenorrhoea ("5 episodes of menstruations within 1 month"). In 2017, the patient experienced menstruation delayed ("amenorrhea for 2 months"), lasting 2 months and experienced oligomenorrhoea ("spaniomenorrhea"). On (B)(6) 2018, the patient experienced depression (seriousness criterion disability), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), musculoskeletal stiffness ("stiff neck"), sciatica ("sciatica pains"), pyrexia ("fever"), headache ("headaches during menstruations"), chills ("chills") and sleep disorder ("sleep disorder"). The patient was hospitalized on (B)(6) 2016. The patient was treated with amitriptyline hydrochloride (laroxyl), candesartan cilexetil (cartex), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), infliximab (inflectra), ketoprofen (ketum), lorazepam, paracetamol (doliprane), prazepam (lysanxia), thiocolchicoside, tramadol, zolpidem and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menstruation irregular, asthenia, depression, inflammatory pain, fibromyalgia, polymenorrhoea, fatigue, musculoskeletal stiffness, neck pain, sciatica, oligomenorrhoea and sleep disorder outcome was unknown, the ankylosing spondylitis had not resolved and the menstruation delayed, pyrexia, headache and chills had resolved. The reporter considered ankylosing spondylitis, asthenia, chills, depression, fatigue, fibromyalgia, headache, inflammatory pain, menstruation delayed, menstruation irregular, musculoskeletal stiffness, neck pain, oligomenorrhoea, polymenorrhoea, pyrexia, sciatica and sleep disorder to be related to essure. The reporter commented: patient was switched to essure due to adverse events under hormonal contraception and iud use. After essure procedure pre-existing ankylosing spondylitis reappeared. Irregular menstruations, sciatica pains and stiff neck. During summer 2016, important asthenia and neck pain, muscular pains, legs pain. Extreme fatigue during menstruations. Patient hospitalized on (B)(6) 2016: diagnosis of fibromyalgia and ankylosing spondylitis confirmed. In (B)(6) 2016, 5 episodes of menstruations within 1 month. In 2017, amenorrhea for 2 months followed by spaniomenorrhea. In 2017, anti-tumor necrosis factor treatment stopped due to extreme asthenia, muscular pain, right ankle effusion and lumbar pains. Asthenia throughout the month of (B)(6) 2017, patient bedridden for 1 month. On (B)(6) 2018, removal of essure implants: total hysterectomy with bilateral salpingectomy. After removal of essure implants, fever, chills and headaches stopped. On (B)(6) 2018: psychiatrist diagnosed a severe depressive disorder, patient declared disabled diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: signs of bilateral sacroiliitis. Hysteroscopy - on (B)(6) 2015: 3 trailing coils seen on right and 1 trailing coil seen on left side. Magnetic resonance imaging - on an unknown date: left ovarian cyst reduced (9 mm) and posterior one disappeared; on (B)(6) 2016: no sign of active inflammatory sacroiliitis; on (B)(6) 2018: 13 mm left ovarian cyst and posterior cyst. Ultrasound pelvis - on (B)(6) 2017: normal. X-ray - on (B)(6) 2016: lumbar scoliosis. Bilateral sacroiliitis; on (B)(6) 2017: essure implants in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), polymenorrhoea ('5 episodes of menstruations within 1 month'), asthenia ('asthenia, bedridden in (B)(6) 2017 for 1 month') and ankylosing spondylitis ('pre existing ankylosing spondylitis reappeared after essure procedure') in a 40-year-old female patient who had essure (batch no. C88125-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain of extremities (inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)) in 2015, lumbar pain (required several infiltrations) in 2014, abortion in 2013, hormonal contraception (caused hot flashes and weight gain), uterine cramps (under iud) and anxiodepressive syndrome. Previously administered products included for ankylosing spondylitis: antiinflammatory; for contraception: iud nos; for an unreported indication: antidepressant. Past adverse reactions to the above products included genital haemorrhage with iud nos. Concurrent conditions included ankylosing spondylitis (axial et peripheral pain, diagnosis of very probable ankylosing spondylitis, diagnosed in 2015) since 2015, chronic lumbago (chronic) since 2000, fiessinger-leroy-reiter syndrome (with right ankle arthritis and repeated urinary tract infections) since 1999, fibromyalgia and smoker (20 cigarettes/day). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced sacroiliitis ("sacroiliitis") with myalgia, 2 months after insertion of essure. In 2015, the patient experienced fibromyalgia ("muscular pain, legs pain, fibromyalgia") and inflammatory pain ("inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)"). In (B)(6) 2015, the patient experienced asthenia (seriousness criterion medically significant). In 2016, the patient experienced fatigue ("extreme fatigue during menstruations"), ankylosing spondylitis (seriousness criterion hospitalization) and neck pain ("neck pain"). In (B)(6) 2016, the patient experienced polymenorrhoea (seriousness criterion intervention required). On (B)(6) 2017, the patient experienced menometrorrhagia ("menometrorrhagia"). In 2017, the patient experienced menstruation delayed ("amenorrhea for 2 months"), lasting 2 months and experienced oligomenorrhoea ("spaniomenorrhea"). On (B)(6) 2018, the patient experienced endometriosis ("peritoneal endometriosis / some foci of endometriosis") and adenomyosis ("superficial adenomyosis"). On (B)(6) 2018, the patient experienced depression ("severe depressive disorder/ depressive syndrome worsened after essure removal"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("intense dysmenorrhea"), headache ("headaches during menstruations"), musculoskeletal stiffness ("stiff neck"), muscle spasms ("cramps"), sciatica ("sciatica pains"), pyrexia ("fever"), chills ("chills") and sleep disorder ("sleep disorder"). The patient was hospitalized on (B)(6) 2016. The patient was treated with amitriptyline hydrochloride (laroxyl), candesartan cilexetil (cartex), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), infliximab (inflectra), infliximab (remicade), ketoprofen (ketum), lorazepam, paracetamol (doliprane), prazepam (lysanxia), thiocolchicoside, tramadol, zolpidem and surgery (essure removal via total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. On (B)(6) 2019, the headache and pyrexia had resolved. At the time of the report, the pelvic pain, polymenorrhoea, menstruation irregular, dysmenorrhoea, menometrorrhagia, oligomenorrhoea, endometriosis, adenomyosis, fatigue, neck pain, musculoskeletal stiffness, muscle spasms, sacroiliitis, sciatica, inflammatory pain and sleep disorder outcome was unknown, the menstruation delayed and chills had resolved and the asthenia, ankylosing spondylitis, fibromyalgia and depression had not resolved. The reporter considered adenomyosis, ankylosing spondylitis, asthenia, chills, depression, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, headache, inflammatory pain, menometrorrhagia, menstruation delayed, menstruation irregular, muscle spasms, musculoskeletal stiffness, neck pain, oligomenorrhoea, pelvic pain, polymenorrhoea, pyrexia, sacroiliitis, sciatica and sleep disorder to be related to essure. The reporter commented: patient was switched to essure due to adverse events under hormonal contraception and iud use. Date of insertion is discrepant ((B)(6) 2015). After essure procedure pre-existing ankylosing spondylitis reappeared. Irregular menstruations, sciatica pains and stiff neck. During summer 2016, important asthenia and neck pain, muscular pains, legs pain. Extreme fatigue during menstruations. Patient hospitalized on (B)(6) 2016: diagnosis of fibromyalgia and ankylosing spondylitis confirmed. In (B)(6) 2016, 5 episodes of menstruations within 1 month. In 2017, amenorrhea for 2 months followed by spaniomenorrhea. In 2017, anti-tumor necrosis factor treatment stopped due to extreme asthenia, muscular pain, right ankle effusion and lumbar pains. Asthenia throughout the month of (B)(6) 2017, patient bedridden for 1 month. On (B)(6) 2018, removal of essure implants: total hysterectomy with bilateral salpingectomy. After removal of essure, fever, chills and headaches stopped. On (B)(6) 2018: psychiatrist diagnosed a severe depressive disorder, patient declared disabled. Her depressive syndrome worsened after removal of essure. Pelvic MRI performed on (B)(6) 2018 showed endometriotic cyst measuring 13 mm on left ovary. Expert assessment as per follow-up of (B)(6) 2021: physical state of the patient while she had essure: cervical pain, lumbar pain, cramps, asthenia, headaches, anxio-depressive syndrome, menometrorrhagia. Some events were already present before essure insertion (cf. Medical history described above). There is no causality between essure insertion and the symptoms and disorders reported by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: signs of bilateral sacroiliitis. Hysteroscopy - on (B)(6) 2015: 3 trailing coils seen on right and 1 trailing coil seen on left side. Magnetic resonance imaging - on an unknown date: left ovarian cyst reduced (9 mm) and posterior one disappeared; on (B)(6) 2016: no sign of active inflammatory sacroiliitis; on (B)(6) 2018: 13 mm left ovarian cyst and posterior cyst. Pathology test - on (B)(6) 2018: a few lesions of superficial adenomyosis and some foci of endometriosis. Radioisotope scan - in (B)(6) 2016: ankylosing spondylitis disappeared according to scintigraphy, probable fibromyalgia. Ultrasound pelvis - on (B)(6) 2017: ultrasound was performed due to occurrence of menometrorrhagia, did not show adenomyosis. X-ray - on (B)(6) 2016: lumbar scoliosis. Bilateral sacroiliitis; on (B)(6) 2017: essure implants in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: the following information was updated: new reporter lawyer, medical history, history drug, lab data, new product use as treatment, essure start date updated from (B)(6) 2015, on events , sacroiliitis, pelvic pain female, endometriosis of pelvic peritoneum, adenomyosis, cramps, headaches, outcome updated from unknown to not recovered/ not resolved on asthenia, fibromyalgia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('irregular menstruation'), asthenia ('asthenia, bedridden in (B)(6)2017 for 1 month'), ankylosing spondylitis ('pre existing ankylosing spondylitis reappeared after essure procedure') and depression ('severe depressive disorder') in a (B)(6)-year-old female patient who had essure (batch no. C88125) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankylosing spondylitis (diagnosed in 2015) in 2015, pain of extremities (inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)) in 2015, abortion in 2013, fibromyalgia, hormonal contraception (caused hot flashes and weight gain) and uterine cramps (under iud). Previously administered products included for contraception: iud nos. Past adverse reactions to the above products included genital haemorrhage with iud nos. Concurrent conditions included lumbar pain (chronic) since 2000, fiessinger-leroy-reiter syndrome (with right ankle arthritis and repeated urinary tract infections) since 1999 and tobacco poisoning (20 cigarettes/day). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced inflammation ("inflammatory axial and peripheral pain (knees, shoulders, hands and cuffs)") and fibromyalgia ("muscular pain, legs pain, fibromyalgia"). In (B)(6) 2015, the patient experienced asthenia (seriousness criterion medically significant). In 2016, the patient experienced ankylosing spondylitis (seriousness criterion hospitalization), fatigue ("extreme fatigue during menstruations") and neck pain ("neck pain"). In (B)(6) 2016, the patient experienced polymenorrhoea ("5 episodes of menstruations within 1 month"). In 2017, the patient experienced amenorrhoea ("amenorrhea for 2 months"), lasting 2 months and experienced oligomenorrhoea ("spaniomenorrhea"). On (B)(6) 2018, the patient experienced depression (seriousness criterion disability), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), musculoskeletal stiffness ("stiff neck"), sciatica ("sciatica pains"), pyrexia ("fever"), headache ("headaches during menstruations"), chills ("chills") and sleep disorder ("sleep disorder"). The patient was hospitalized on (B)(6) 2016. The patient was treated with amitriptyline hydrochloride (laroxyl), candesartan cilexetil (cartex), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), infliximab (inflectra), ketoprofen (ketum), lorazepam, paracetamol (doliprane), prazepam (lysanxia), thiocolchicoside, tramadol, zolpidem and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menstruation irregular, asthenia, depression, inflammation, fibromyalgia, polymenorrhoea, fatigue, musculoskeletal stiffness, neck pain, sciatica, oligomenorrhoea and sleep disorder outcome was unknown, the ankylosing spondylitis had not resolved and the amenorrhoea, pyrexia, headache and chills had resolved. The reporter considered amenorrhoea, ankylosing spondylitis, asthenia, chills, depression, fatigue, fibromyalgia, headache, inflammation, menstruation irregular, musculoskeletal stiffness, neck pain, oligomenorrhoea, polymenorrhoea, pyrexia, sciatica and sleep disorder to be related to essure. The reporter commented: patient was switched to essure due to adverse events under hormonal contraception and iud use. After essure procedure pre-existing ankylosing spondylitis reappeared. Irregular menstruations, sciatica pains and stiff neck. During (B)(6) 2016, important asthenia and neck pain, muscular pains, legs pain. Extreme fatigue during menstruations. Patient hospitalized on (B)(6) 2016: diagnosis of fibromyalgia and ankylosing spondylitis confirmed. In (B)(6) 2016, 5 episodes of menstruations within 1 month. In 2017, amenorrhea for 2 months followed by spaniomenorrhea. In 2017, anti-tumor necrosis factor treatment stopped due to extreme asthenia, muscular pain, right ankle effusion and lumbar pains. Asthenia throughout the month of (B)(6) 2017, patient bedridden for 1 month. On (B)(6) 2018, removal of essure implants: total hysterectomy with bilateral salpingectomy. After removal of essure implants, fever, chills and headaches stopped. On (B)(6) 2018: psychiatrist diagnosed a severe depressive disorder, patient declared disabled diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: signs of bilateral sacroiliitis. Hysteroscopy - on (B)(6) 2015: 3 trailing coils seen on right and 1 trailing coil seen on left side. Magnetic resonance imaging - on an unknown date: left ovarian cyst reduced (9 mm) and posterior one disappeared; on (B)(6) 2016: no sign of active inflammatory sacroiliitis; on (B)(6) 2018: 13 mm left ovarian cyst and posterior cyst. Ultrasound pelvis - on (B)(6) 2017: normal. X-ray - on (B)(6) 2016: lumbar scoliosis. Bilateral sacroiliitis; on (B)(6) 2017: essure implants in good position. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.